Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right atrial (ra) lead exhibited a device sensing anomaly and high impedance measurement. The ra lead was removed and replaced on (B)(6) 2024. The patient was in a stable condition.

Manufacturer narrative:
The reported events of high pacing lead impedance and p-wave amp variation were not confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. Electrical testing found no conductor fractures or internal shorts. Visual and x-ray examinations of the lead found no any anomalies.